Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's trial implant procedure on (B)(6) 2022, the patient complained of leg pain and weakness upon epidural entry of the trial lead. As a result, the procedure was abandoned. Later, the patient was discharged and patient showed signs of improvement.